Event description:
It was reported that the lead had broken off at the s3 foramen at the sacrum level during explant. The physician was considering placing a second lead near the broken lead. Concerns were discussed about getting the second lead close enough to the nerve and not have both leads touching each other. It was determined that it was a medical decision to determine if that was appropriate. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v104841, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads," educational brief/physician communication (december 2010).